Manufacturer narrative:
Technician found that the siderail would not latch. Replaced the broken right siderail end tube and rachet rivets. Unit was in repair shop.

Event description:
Complaint received alleged that the siderail would not latch. No injury alleged.